Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection). (B)(4).

Event description:
A dissection occurred during implantation of a 2.75mm diameter x 30mm length resolute integrity (rx) drug eluting stent in the prox lad of a patient and 2 other brand stents were used to treat the dissection. No further complications were reported.